Manufacturer narrative:
(B)(4). The 2.0x20 traveler rx referenced is being filed under a separate medwatch report number. Concomitant medical products: guide wire: sion, sion blue, gaia 2nd/3rd; guide catheter: launcher 8fr al1sh, 7fr ebu sh; other: corsair, eagle eye. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 100% stenosis. A 1.2x6 mm traveler balloon dilatation catheter (bdc) was advanced and the lesion was pre-dilated. For additional dilatation a 2.0x20 mm rx traveler bdc was advanced, resistance was felt with the patient anatomy and during the first inflation; the balloon ruptured at 10 atmospheres (atm). The bdc was replaced with a 2.0x15 mm rx traveler bdc, resistance was felt with the patient anatomy and during the first inflation the balloon ruptured at 12 atm. The bdc was replaced with a 2.0x12 mm traveler bdc with which the lesion was dilated without issue. The procedure was completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.